Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Additional info requested by mail on 07/06/2010 and by phone on 07/07/2010 and 07/09/2010. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "neovascularization" (no code available); "scarring" (scarring): "infiltrates" (corneal infiltrates). Product problem(s): "none reported" (no info). An optometrist reported two pts wit corneal neovascularization, infiltrates and scarring following the use of this product. The optometrist stated that the infiltrates and scarring were mid-peripheral, not central. The pts were advised to discontinue contact lens wear and were treated with unspecified medications. The optometrist stated on (B)(6)2010 that there was no decrease in vision and the pt's vision could be corrected to 20/20 (bcva). The doctor reported that both pts are now in daily disposable lenses and doing fine. Additional info has been requested. This is pt 02 of 02.